Event description:
A patient reported experiencing inaccurate low results with a lifescan meter. The patient's blood glucose results were 105 mg/dl vs. 227 lab. Tests were done within 10 minutes with a difference of 48%. Patient did not experience any adverse events.